Manufacturer narrative:
Investigation results: our quality engineer inspected the sample submitted for evaluation. Bd received one 20g x 1.16 inch insyte autoguard bc device from lot #4080056. The IV catheter was received separate from the needle and the needle was received fully retracted within the safety shield. The needle cover was not returned with the catheter or shielded needle. What appeared to be blood residue was observed within the catheter and the needle hub. As it was reported that the needle failed to retract, the needle hub, grip, and barrel were visually and microscopically examined. No damage or defects that could cause retraction failure were observed on the returned sample. The needle was extended, the safety mechanism was reset, and the catheter was placed over the needle. A functional test revealed that the safety mechanism could be activated, and the needle would fully retract. No partial retraction was observed. There was no physical/mechanical evidence to confirm and support a manufacturing process related issue for the failure stated in your report. A device history record review showed no non-conformances associated with this issue during the production of this batch.

Event description:
No additional information.

Manufacturer narrative:
H.3. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.

Event description:
It was reported that bd insyte autog bc needle did not retract. The following information was provided by the initial reporter: needle did not retract into safety housing.